Event description:
It was reported that prior to starting a da vinci procedure, the surgeon noticed one of the tines was damaged. Nothing fell into the patient. There was no patient harm, adverse outcome or injury was reported. The da vinci procedure was completed without any further problems.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of one of the tines being damaged. The visual inspection found that the instrument grip tip was broken at midpoint. The grips exhibited scratches and an indentation on the edge of the instrument. An additional observation not reported by site was that the instrument pitch down cable was frayed at the distal clevis hub of the instrument. The frayed strands stuck out at the wrist of the instrument. No other cables at the wrist were damaged. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. This complaint is being reported due to the frayed cables found on the instrument.